Event description:
Dr reported that he brought pt into the lab to treat a totally occluded left sra dnd iliac for limb salvage. The stenoses were dilated and two aspire stents were placed. The wire access was lost. Upon reinsertion of the wire, the wire got between the stent & the wall of the artery. The vessel occluded. Heparin & integrilin were given. An angiojet catheter was used. Two self expanding stents were placed within the aspire stents. The first angiographic result was satisfactory. The pt left the lab awake, alert and with palpable foot pulses. Hours later the pt had no pulse or blood pressure. The pt was coded and was resuscitated, the next morning pt was awake and alert. The pt developed ischemic bowel. The family initiated a do not resuscitate status. Pt died. Dr does not attribute death to the aspire stent.